Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The calcified de novo target lesion was located in the left anterior descending artery (lad). For pre dilation, a 8mm x 2.50mm nc quantum apex balloon catheter was inflated to 12 atms. During the second inflation at 12 atms a balloon rupture occurred. The nc quantum apex balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.